Event description:
A report was received that the pt was burned while charging his ipg. The pt's symptoms were pain and redness over the ipg implant site. The pt did not seek any medical attention for the burn.

Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of pt's receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn, and replaced with a charger 2.0 device. No further investigation is necessary, because the complaint failure modes for charger 1.0 have been investigated, and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.